Event description:
It was reported that there was a hardware removal was performed in which a 3.0 mm cannulated screw was removed due to the patient reporting pain. During the hardware removal, the screw head broke off. The original implant was on an unknown date on which the surgeon performed an open reduction internal fixation for humerus upper condylar fracture. Post-operatively, on an unknown date, the patient returned and reported pain at the implant site. On (B)(6) 2014 the patient was admitted for the hardware removal. While removing the screw, the screw head broke off. The threads remained in the patient with no plans for re-operation. The procedure was completed successfully without any patient harm or delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Date of event for pain is unknown. Screw broke on (B)(6) 2014. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.